Event description:
Cup was diagnosed as loose via x-ray. Intraop the cup was solidly fixed and wasn't loose. The cup was removed due to poor positioning . Zimmer cup was implanted with a new head from stryker.

Manufacturer narrative:
An event regarding malpositioned shell involving a trident shell was reported. The event was not confirmed. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because further information such as, the reported device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Cup was diagnosed as loose via x-ray. Intraop the cup was solidly fixed and wasn't loose. The cup was removed due to poor positioning . Zimmer cup was implanted with a new head from stryker.